Event description:
It was reported that the patient underwent a surgical procedure to remove this artificial urinary sphincter (aus) due to recurring incontinence and urethral erosion approximately 4 months post-implant. The aus was noted to function appropriately for a period of 10 days prior to the recurrence of incontinence and discovery of urethral injury. The device was explanted. No additional patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. The cuff was visually and microscopically examined and tested for leaks. Visual inspection found no damage and no leaks were identified. The pump was also visually and microscopically examined and tested for leaks. No damage or abnormality was noted and no leaks were identified. The pump was not functionally tested due to a malfunction identified in the balloon component. The balloon component was visually and microscopically examined and tested for leaks. No damage or abnormality was noted and no leaks were identified. However, the balloon underwent functional testing and did not pass pressure testing. Product analysis confirmed that the identified balloon issue likely caused the reported clinical observation of incontinence. Although device analysis is unable to confirm the reported erosion, it is included in product labeling as a known inherent risk of device use.

Event description:
It was reported that the patient underwent a surgical procedure to remove this artificial urinary sphincter (aus) due to recurring incontinence and urethral erosion approximately 4 months post-implant. The aus was noted to function appropriately for a period of 10 days prior to the recurrence of incontinence and discovery of urethral injury. The device was explanted and is expected for return. No additional patient complications were reported.